Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a big crack in the display. Customer stated they were unable to read the display as a result. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads and a cracked display window.